Event description:
Customer reported that battery life on their pump had decreased and there were frequent connectivity issues with their dexcom device, which sometimes required restarting the pump. Additionally, the customer faced difficulties uploading pump data. There was no adverse impact to the customer¿s blood glucose level. While the customer declined follow-up from technical support, the cts task team noted that logs were not uploaded, making it impossible to determine the battery depletion rate, and subsequently closed the case.